Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated alert 38 restart alarms consistent with a motor stall, leading to failure to infuse insulin from the ilet motor component; the user performed restarts, rewinds, a dry run, and a full supply change, and ultimately transitioned to subcutaneous insulin by pen as backup. Symptoms included hyperglycemia with reported glucose values up to 308 mg/dl. Outcomes included a need for unexpected medical intervention with medication administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified in conjunction with an insulin delivery failure linked to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.